Event description:
It was reported by the clinical specialist (cs) that the programmer had a cracked screen, the keyboard was broken off, and the back cord panel was broken. The cs stated that it appears to have been dropped. The programmer was returned for repair. There was no patient involvement indicated.

Event description:
It was reported by the clinical specialist (cs) that the programmer had a cracked screen, the keyboard was broken off, and the back cord panel was broken. The cs stated that it appears to have been dropped. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the overlay was found cracked and the electrocardiogram (ECG) connector on the printed circuit board was found loose.